Event description:
It was reported that 4 days after implantation of a 2.50x24mm taxus express2 drug eluting stent, an in-stent thromosis occurred. During the initial procedure, the target lesion was located in the mid left anterior descending (lad) artery. A pre-intervention stenosis percentage was not reported. After balloon dilation, a 2.50x24 taxus stent was located in the mid left anterior descending (lad) artery. A pre-intervention stenosis percentage was not reported. After balloon dilation, a 2.50x24 taxus stent was deployed in the lesion. A post-intervention stenosis percentage was not reported. The patient received plavix pre-procedure and nitroglycerin, integrillin, clopidogrel, lovenox, heparin and aspirin during the procedure. No information was received concerning the tortuosity or the calcification of the vessel. Patient complications during the procedure were reported as none. The patient presented 4 days after the initial procedure with chest pain and in-stent thrombosis of the mid lad. No information was reported concerning the degree of occlusion. An embolectomy was performed on the thrombosis. After balloon dilation, two 2.50x12mm taxus stents were deployed in the lesion and post-dilated. A post intervention stenosis and post-dilated. A post-intervention stenosis percentage was not reported. Patient complications during the procedure were reported as none.